Manufacturer narrative:
One medfusion pump was received with cracked right and left plunger cases and missing the 4000 logo. The event history log was reviewed and there was a time base background test. The power up process was conducted and the reported error was unable to be duplicated at power up. The was a counterfeit blue low profile supercap was installed on the main board causing intermittent error. This issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. The use of counterfeit components in the repair of medfusion pumps is strictly prohibited. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had multiple time base background test alarm errors. There was no reported adverse event.